Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drive was full on the station which caused the carefusion coordination engine (cce) database unable to process messages. A technical support specialist applied knowledge article (ka) dbo.sysssislog table bloated dsserverreports database growing large and ran a backup on the server report database in preparation for shrinking it. The server report file had grown excessively, cleared over 99 gigabytes of disk space and restarted the carefusion coordination engine (cce) services, then ran the downtime query and confirmed that all messages were successfully caught up on the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, cce database was unable to process messages. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.